Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have insulation damage on the conductor wire. There was no material missing and the conductor wires were exposed. The wire was not torn or fully broken and the instrument passed an electrical continuity test. The probable root cause of damaged insulation is attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.

Event description:
It was reported that during central processing, the black wire cover on 8mm fenestrated bipolar forceps instrument was observed to be broken. There were no reports of patient injury.